Event description:
Blood glucose was again poorly controlled [blood glucose abnormal]. Dose memory was completely not working, likely because the battery was dead [device power source issue]. Patient used the novopen 5 which was expired for over 9 years [expired device used]. Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose was again poorly controlled(blood glucose abnormal)" with an unspecified onset date, "dose memory was completely not working, likely because the battery was dead(battery failure)" with an unspecified onset date, "patient used the novopen 5 which was expired for over 9 years (expired device used)" with an unspecified onset date, and concerned a female patient who was treated with novopen 5 (insulin delivery device) from 2014 for "blood glucose was high". Patient age, height, weight and body mass index were not reported. Dosage regimens: novopen 5: 2014 to not reported. Current condition: blood glucose was high. Historical condition: pregnancy. On an unknown date, patient found the blood glucose was poorly controlled and was hospitalized. The dose memory of the pen was completely not working, likely because the battery was dead. Patient used novopen 5 which was expired for over 9 years. Other details of hospitalization were not reported. The doctor then prescribed a second novopen 5 (kvg1j17). Currently, the dose memory showed "end." Batch numbers: novopen 5: dug2051. Action taken to novopen 5 was reported as product discontinued. The outcome for the event "blood glucose was again poorly controlled (blood glucose abnormal)" was not reported. The outcome for the event "dose memory was completely not working, likely because the battery was dead (battery failure)" was not reported. The outcome for the event "patient used the novopen 5 which was expired for over 9 years (expired device used)" was not reported. Reporter's causality (novopen 5) - blood glucose was again poorly controlled (blood glucose abnormal): unknown. Dose memory was completely not working, likely because the battery was dead (battery failure): unknown. Patient used the novopen 5 which was expired for over 9 years (expired device used): unknown. Company's causality (novopen 5) - blood glucose was again poorly controlled (blood glucose abnormal): possible. Dose memory was completely not working, likely because the battery was dead (battery failure): possible. Patient used the novopen 5 which was expired for over 9 years (expired device used): possible. No further information available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.